Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) gave an incorrect longevity estimate and reached elective replacement indicator (eri) before it should have. The ipg remains in use. No patient complications have been reported as a result of this event.